Event description:
It was reported that a patient underwent a procedure on (B) (6) 2009 to remove a desmoid tumor where gore dualmesh biomaterial was used in the repair of the abdominal wall. In (B) (6) 2009, the patient developed an infection and subsequently underwent a 2nd procedure on (B) (6) 2010 to remove the infected mesh. The patient's condition is reported to be good.

Manufacturer narrative:
Method = device not returned for evaluation, review of information provided by the user facility and quality records. Results = the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The device has not been returned for examination. The potential for infection is addressed in the adverse reactions section of the instructions-for-use with the statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.